Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. This event is related to MDR # 1810909-2020-00201.

Event description:
The customer reported that one of her blood glucose readings was not being stored in the memory of the contour next one meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the suspected contour next one meter for evaluation. Therefore, a device history record was reviewed for the suspected meter and no manufacturing anomalies were found.

Manufacturer narrative:
The customer returned the suspected contour next one meter for evaluation. No test strips were returned. Therefore, the in-house contour next test strips were used for testing. The returned meter was tested with the in-house test strips and in-house contour next control solution, which gave a satisfactory performance. The returned meter was then tested with the in-house test strips and in-house breeze2 control solution to simulate blood, which gave a satisfactory performance. The returned meter was also tested with the in-house test strips using a blood sample, which gave a satisfactory performance. All blood glucose readings obtained during in-house testing were properly stored in the meter's memory.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the in-house contour next one meter was tested with the in-house contour next test strips, which gave a satisfactory performance. All blood glucose readings obtained during in-house testing were properly stored in the meter's memory.